Event description:
It was reported that the hand piece device had an "electrical malfunction". It was unknown to the reporter if the device was used in a surgical procedure or if there were any delays. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was received and evaluated. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).